Manufacturer narrative:
The device has been received by the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The following leaking dacapo powerpacks were returned to service repair. As per the repair request forms, these powerpacks were items used in the hospital troubleshooting set. Currently no injuries or damage to health is reported.

Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the devices returned by the end-user. Also, the observed bulging of the housing likely indicates that the device was not refreshed/used for a long period of time. This is a final report.

Event description:
The following leaking dacapo powerpack was returned to service repair. As per the repair request forms, these powerpack was used in the hospital troubleshooting set. Currently no injuries or damage to health is reported.